Manufacturer narrative:
This also affected 2 remote nurse's stations display monitors. Per the customer, there were some patients that could not be monitored at the cns due to the monitor being down. Technical support (ts) asked the customer to check if the desktop was still extended to the secondary display and the customer replied that it was not so he extended it. Once the desktop was extend, they were able to set the dual display option without issues. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: rnss: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that one of the two central nurse's station (cns) displays spontaneously shut down. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that one of the two central nurse's station (cns) displays spontaneously shut down, this also affected 2 remote nurse's stations display monitors. Per the customer, there were some patients that could not be monitored at the cns due to the monitor being down. Technical support (ts) asked the customer to check if the desktop was still extended to the secondary display and the customer replied that it was not so he extended it. Once the desktop was extened, they were able to set the dual display option without issues. There was no patient injury reported. Investigation summary: the cause of the issue was found to be a degraded video extender cable. This is an ancillary cable which is not an nk provided component. The reported issue does not require further investigation since the issue was caused due to a degraded ancillary cable and not an nk device deficiency/malfunction. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there were no adverse reactions to the monitor outage. B6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there were no adverse reactions to the monitor outage. B7 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there were no adverse reactions to the monitor outage. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: rnss: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H10 additional manufacturer narrative. Manufacturer references # 300271684 - 122340 follow up 001.

Event description:
The customer reported that one of the two central nurse's station (cns) displays spontaneously shut down. There was no patient injury reported.